Event description:
According to the complaint, the customer reported the abl800 flex analyzer (serial no. (B)(6), oxi spectrum (581) mismatch occurred on (B)(6) 2025. Calibration, thb cal and qc were passed but oxi spectrum mismatch happened when measuring blood.

Manufacturer narrative:
The radiometer investigation, the qc data log was examined and the qc values are within limits indicating normal operation of the oximetry module, so optically the oximetry module functions fine. The issue is most likely due to the wetting of the cuvette.